Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to confirm prime alarm due to motor error alarm. No ramping numbers noted on the display. The insulin pump passed error test, self-test, passed all operating currents tested with in the specifications range, and passed off no power test. The insulin pump received with broken belt clip slot, broken reservoir tube lip, cracked case near display window corners, cracked battery tube thread, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a compromised force sensor system alarm and the device reset itself and started counting. Customer was changing the infusion set. Customer's blood glucose was 200 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.